Manufacturer narrative:
The device has not been returned so we have not been able to evaluate it. We do not have serial number to review device history record. The patient states that they required surgery and hospitalization. However, roho has not received medical records to confirm this. Roho is working with distributor to get additional information. If we do receive follow up information an additional report will be submitted. At that time, acknowledgements were received stating that the submission was received. However, after some months now it has become evident that the submission failed due to a typo in the manufacturer's report number. Instead of "(B)(4)", it should have been "(B)(4)".

Event description:
Patient stated, "on the (B)(6), suddenly, the pillow deflated, I did not notice it immediately. I was sitting 3 hours and then I went to bed. I am very scrupulous and careful to check that the pillow is always swollen to the right extent. The deflation of the pillow, in such a short time, caused me tissue injury to the left ischial tuberosity. It's very deep! With the treatments that the nurses of (B)(6)'s local health unit are doing to me, the wound does not heal. Unfortunately, I will have to do a surgery that involves six weeks of hospitalization, and then another two months in bed at home."